Event description:
It was reported that the plaintiff allegedly experienced emotional distress. It was reported by the plaintiff's atty that the plaintiff died. The cause of death was reported as a complication from gunshot wound to the torso.

Manufacturer narrative:
This was initially reported on the summary report dated june 30 2014 under exemption (B)(4). Lawyer-filed report.